Manufacturer narrative:
Reported event of ¿tip has been fell into the patient body¿ was confirmed based on photographic evidence and device evaluation. Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the l-hook was returned disassembled from the device. There is soldering present on the l-hook. A device history record review could not be completed as a lot number was not provided. A two-year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 30 reports, regarding 35 devices, for this device family and failure mode. During this same time frame 220,600 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: the user is advised to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that, ¿60-5274-132, stealth 32 lhook lap elec pkg¿ was being used during a laparoscopic cholecystectomy procedure on (B)(6)2022, when it was reported, ¿the electrode tip has been fell into the patient body after starting use about 1 hour. That tip was retrieved by the surgeon.¿ after further assessment questions, it was reported, "the fragment did not fall into the surgical site. When it was removed from the patient's body, it fall. When the cannula was manipulated outside the body, the hook was caught and the tip fell off.¿ the procedure was completed with an alternative device. There are no reports of injury, medical intervention, or extended hospitalization for the patient. Based on the information provided and decision tree results, this complaint does not meet the definition of a reportable event. However, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.